Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
During the initial implant procedure, the right ventricular (rv) lead was unable to sense. The rv lead was explanted and replaced to complete the implant procedure. The patient was in stable condition.